Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the high voltage lead impedance (hvli) had increased since the initial implant procedure. The hvli was stable upon interrogation. There was also variability in the pacing lead impedance. No intervention was performed and the patient was stable.